Event description:
It was reported that during preparation for a coronary stenting treatment procedure it was noted that the seal on the package was not sealed. While unpacking the 2.25x20mm liberte bare stent it was found that the inside package was not sealed and the stent delivery system was not in the protective ring. The device did not come into contact with the patient and the procedure was successfully completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the pouch; however, the carrier tube was not returned. The manufacturing heated seal was present on the entire pouch. No stent damage was found. Although it was reported that the device was not used, the presence of blood in the guidewire lumen is indicative of handling beyond simply unpackaging the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure it was noted that the seal on the package was not sealed. While unpacking the 2.25x20mm liberte bare stent it was found that the inside package was not sealed and the stent delivery system was not in the protective ring. The device did not come into contact with the patient and the procedure was successfully completed with a different device. No patient complications were reported.